Event description:
The customer reported that two patient samples gave falsely depressed test results for creatinine (crea_2) on an atellica ch 930 analyzer. The initial test results failed a delta check (comparison to previous test result) and were not reported the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were in agreement with previous results (no delta check failure) and were reported to the physician(s) as the correct results. There is no reports of patient intervention or adverse health consequences due to the events.

Manufacturer narrative:
A united states customer contacted siemens to report that two patient samples gave falsely depressed test results for creatinine (crea 2) on an atellica ch 930. A siemens regional support center (rsc) specialist connected remotely to the customer site and checked for process errors with the dilution probe and for sample not aspirated errors. A complete autocheck was run with a failed skimmer error on probe 5. Rsc was unable to perform the dilution arm manual alignments and unable to clean and align the parts remotely. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced a valve to probe 5. The cause of the falsely depressed creatinine test results was a valve failure. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.